Event description:
Patient returned for a CT twenty seven days after filter implant due to extensive ileofemoral dvt and caval thrombosis. The CT showed a 5 cm cephalad movement of a clot burdened filter, which was now at l1-l2. The patient was started on heparin and is fine. Filter remains implanted. A follow-up CT seven days later demonstrated continued dvt and no further movement of the filter.